Event description:
It was reported that a spectrum infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "pump failed downstream occlusion," was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the downstream sensor was found out of specification and is probable cause of the reported issue. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.